Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter fracture occurred. A 135/10 renegade¿ hi-flo¿ kit system was selected for use. During unpacking, it was noted that the catheter was fractured. The procedure was competed with another of the same device. No patient complications were reported and the patient's status was stable.